Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported from the patient that while sleeping, they received a shock from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) implant system. The patient was seen in the emergency room at the hospital. A request was made to have data from this device analyzed. Data analysis identified a sudden r-wave drop, over-sensing of noise, resulting in an inappropriate shock, while programmed in the primary vector. The over-sensing of noise terminated immediately after the shock. Additional review of data exhibited a signal consistent with changes in the impedance pathway, of the sensing vector. Shock impedance at implant was 109 ohms and increasing since on (B)(6) 2025, to 115 ohms. Rhythmcare provided recommendations of in clinic troubleshooting, with review of system placement, x-ray imaging, provocative maneuvers, isometrics and manipulation, and programming options. This device remains implanted. No additional adverse patient effects were reported.